Event description:
Customer reported a button error alarm. Customer stated that she wears the insulin pump in her bra strap. Customer's current blood glucose reading is 170 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratch on lcd window, cracked reservoir tube, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.